Event description:
It was reported that 27 bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology was unable to deliver insulin. The following information was provided by the initial reporter: after the application of insulin with the bd ultra-fine needles, her son continued with a great lack of glycemic control, reaching 420mg/ml. He waited up to 15 seconds and mentioned that the insulin kept coming out of the needle, without the complete ejection of the liquid, causing a change in blood glucose. She had to pick up her son from school, because she was feeling sick due to her blood glucose reaching 420mg/ml. She informs that she saw the problem in the needle, because when changing the batch, the glycemic control no longer occurred.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology. Initial reporter phone #: (B)(6). Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a photo of two shelf cartons for pen needles from lot# 0189491 was provided. No pen needle samples (including photos) were provided therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 27 bd ultra-fine¿ nano pen needles 32g x 4mm - pentapoint¿ comfort/easyflow¿ technology was unable to deliver insulin. The following information was provided by the initial reporter: after the application of insulin with the bd ultra-fine needles, her son continued with a great lack of glycemic control, reaching 420mg/ml. He waited up to 15 seconds and mentioned that the insulin kept coming out of the needle, without the complete ejection of the liquid, causing a change in blood glucose. She had to pick up her son from school, because she was feeling sick due to her blood glucose reaching 420mg/ml. She informs that she saw the problem in the needle, because when changing the batch, the glycemic control no longer occurred.